Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle #5 stem with a 54 mm cup with a metal-on-metal liner and a 36 mm head. Soon after surgery, I began experiencing pain and difficulty with my implant. On (B)(6) 2008, my doctor sent me to the emergency room when he noticed a soupy discharge from my implant site. I was hospitalized for seven days while recovering and underwent a course of antibiotic treatment. I had blisters at the incision site which were also removed at that time. On (B)(6) 2008, I was taken to the emergency room after sustaining a fall on my left hip. On 09(B)(6) 2008, I was again taken to the emergency room after sustaining a fall on my hip. During this visit, I also complained of a limited range of motion in my hip. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.